Manufacturer narrative:
Result: abduction/calf support.

Event description:
It was reported by service report that the abduction/calf support is broken. When positioned it would not properly lock in place or release. The customer could not determine whether there was patient involvement or if adverse consequences occurred.